Event description:
A customer from (B)(6) notified biom¿rieux of obtaining a false positive result for a patient when using vidas sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008184830, expiry date = 02-jul-2021). Vidas sars-cov-2 igg = 0.09 negative. Vidas sars-cov-2 igm = 10.21 positive. Alternate method: cobas 6000 negative. A biom¿rieux internal investigation will be initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false positive result for a patient when using vidas sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008184830, expiry date = 02-jul-2021). A biom¿rieux internal investigation has been completed with the following results: no patient sample was returned by the customer. Review of quality control records showed no anomaly during the manufacturing, control and packaging processes. A study of internal sample control charts was completed using four (4) internal plasmas. The analysis was performed on three (3) negative targets (0.39 tv, 0.77 tv, and 0.80 tv) and one positive target (1.23 tv). The analysis was performed on seven (7) batches including the batch mentioned by customer vidas sars cov-2 igm (batch 1008184830/210702-0.) All values were within specifications and the customer's lot was in the trend of the other lots. The complaints laboratory performed specificity testing using 10 samples collected before the pandemic (expected negative). The samples were tested on the customer's batch of vidas sars cov-2 igm (batch 1008184830/210702-0). All results gave a negative interpretation as expected. The customer's issue was not reproduced. Further investigation cannot be performed without any concerned samples available. However, according to past investigation outcomes performed on some samples, the non-specific result was never related to the main raw material (rbd protein). The positive result could be due to an interference such as-but not limited to- the presence of anti-nuclear antibody or rheumatoid factor. It is mentioned in the package insert of vidas sars cov-2 igm assay ref.423833. At section performance/specificity: a total of 308 samples collected from negative individuals before september 2019 were tested singly using the vidas¿ sars cov 2 igm assay on the vidas¿ instrument. Two false positive samples were detected. The resulting overall specificity in the internal study was 99.4% [97.7-99.9]. At section limitations of the method. Interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed. According to the data mentioned above, vidas sars cov-2 igm ref.423833 (lot 1008184830/210702-0) is performing as expected.